Event description:
Reporter indicated that vns patient was not able to preceive normal mode stimulation but that magnet mode stimulation was perceived. The patient had also recently experienced an increase in seizures, but the increase is not above the patient's pre-vns baseline frequency. Both the treating neurologist and the patient's family member believes that the device is malfunctioning. Device diagnostic testing was within normal limits, indicating proper device function. Review of device programming history indicates that normal mode stimulation is being delivered as programmed. The device is designed such that both normal mode and magnet mode stimulation use the same circuitry; therefore, if the patient is able to perceive the magnet mode stimulation, then the normal mode stimulation that is being delivered through the same circuitry is being delivered in spite of the fact that the patient cannot feel it. Magnet mode stimulation is typically set to a higher output current than normal mode stimulation and many patients become accustomed to the stimulation after a time and can no longer feel it. Further follow-up revealed that the patient is scheduled for explant as both the treating neurologist and the patient's family member are convinced that something is wrong with the device.